Event description:
Leukemic collapsed and coded within 24 hrs of catheter placement. Large hemothorax found at thoracotomy and 2mm hole in pleura overlying subclavian vein noted. Post-op cxr and line placement were okay. Pt died 48 hrs later; had severe anoxic encephalopathy.